Event description:
It was reported during explant for elective replacement indicator, the device exhibited reset. It was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device reset was confirmed via review of the memory map. The cause of the reset was found to be due to multiple parity errors that were detected by the device. The cause of the parity errors could not be determined.